Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500mg/dl. The customer administered a manual injection to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.